Event description:
During a surgical procedure, dr. (B)(6) attempted to close the ref# ec45a linear laparoscopic stapler and the stapler was not closing correctly. After multiple attempts were made to troubleshoot the stapler, the surgeon elected to have a new stapler of the same variety opened to the field. A new stapler was opened and the procedure was completed as planned.